Manufacturer narrative:
B5: it was reported during follow up that the cause of the peritonitis event was a breach in aseptic technique. The breach in aseptic technique was further described as non complaint with training schedule. Antibiotic treatments were ongoing and the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow-up, it was reported that dianeal therapy and antibiotic treatment were discontinued on an unknown date. At the time of this report, the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and turbid fluid. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1gm every third day) and meropenem (2gm everyday) for peritonitis. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.